Manufacturer narrative:
(B)(4).

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the needle to resolve the issue. The customer's blood glucose level was 149 mg/dl.